Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from toxic cobalt-chromium metal debris to be released into the tissue; pain, limited mobility and discomfort. Update rec'd 8/11/2014- pfs and medical records received. Part/lot was provided. After review of the medical records they reviewed the patient actually had an infection and all implants were removed and spacers were placed on (B)(6) 2013. Reimplantation occurred on (B)(6) 2013. The revision operative note indicated infection, metallosis, and a pseudotumor. Update 11/17/2016- pfs and medical records received. After review of the medical records for MDR reportability, the stem is now being reported for impingement with the liner. The revision operative note indicated aseptic loosening. The cup was noted to be well fixed. Update 04 may 2018 receipt of ppf and sticker sheets. In addition to what previously alleged, ppf alleges loosening of cup and stem.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.